Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.

Event description:
The customer reports dropping his meter and the meter not turning on when he tried to test his blood glucose. He then started to feel lightheaded, reports self-administering insulin, could not stand and then lost consciousness. Customer's wife transported him to a local health care facility, where he was diagnosed with hypoglycemia, treated with IV dextrose and released 45 minutes after arrival.